Event description:
It was reported that during testing conducted at the user facility prior to the start of a surgical procedure the trigger of the device disassembled. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported disassembly of the trigger was confirmed by a manufacture repair technician through visual inspection. Upon disassembly, it was identified that the trigger bosses were broken, which can lead to the reported event. Potential causes for the broken trigger bosses include a material integrity issue or impact.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during testing conducted at the user facility prior to the start of a surgical procedure the trigger of the device disassembled. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.